Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider regarding a patient receiving an unknown drug via an implantable pump. The indication for use was non-malignant pain. It was reported the patient came to ed (emergency department) and was obtunded and they were questioning whether the patient was getting too much drug from the pump. The patient was on a narcan drip and the patient supposedly had a dose decrease fairly recently, however the patient was presenting as if they were getting too much drug of some kind. The healthcare provider didn't know what drug or drugs were in pump and was calling for that info as well as dosing. Per the healthcare provider, the patient was on various oral medications so they aren't sure if it's related to the pump or something orally they took. The healthcare provider attempted to contact the patient¿s pump provider but were unable to reach someone. The healthcare provider was requesting to turn the dose of the pump down and requested a company representative as they don't have a programmer and don't know anything about the pump. The healthcare provider was redirected to nas (national answering service) to contact the local representative.